Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). The following information is unknown at the time of this report: date of event: unknown. Manufacturer: unknown. PMA/510k: unknown. Device manufacture date: unknown. The product will not be returned to zimmer biomet for investigation, due to the fact that it remains implanted in the patient's mouth. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth location #19 flowered at the mesial of the implant. The implant has been maintained by simply keeping the screw tight. There was not report of patient injury.

Event description:
It was reported that the implant at tooth location #19 flowered at the mesial portion. The implant has been maintained by simply keeping the screw tight. There was not report of patient injury.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: event: it was reported that the implant at tooth location #19 flowered at the mesial portion. The implant has been maintained by simply keeping the screw tight. There was not report of patient injury. G4: 28 may 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H6: method, results, conclusion codes. H10: manufacturer narrative. The reported device was not returned for evaluation as it remains implanted in the patient's mouth. X-rays were provided, however. The images show the surgical site with the reported implant. The implant is noted to be chipped at the collar. The reported condition of an implant that was flowered at the mesial of the implant was confirmed. A device history record (DHR) review could not be performed as the DHR information is no longer available for review due to the lot being manufactured by paragon medical over 20 years ago. A complaint history review was performed for the reported device lot for similar cause and 1 other complaint was identified, which applies to the same patient. A definitive root cause for the reported event has been identified as long-term parafunction over the course of 13 years, and additional years in which the implant was not replaced (9 years) following the initial fracture. The customer states that the implant was not removed, but the restoration was retightened. Because zimmer biomet restorative devices are single use, this is considered misuse, which could lead to further damage to the implant and restorative components. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.